Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Prior to use on patient, it was noticed that the box of suture contained a different type of suture than what was indicated on the box. There were no adverse patient consequences reported.

Manufacturer narrative:
Additional information: the actual device batch number associated with this event is not known. The possible batch number is reported as follows: batch # lcm144 , exp date: 02/28/2019, MFR date: 03/01/2017. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria. Additional summary: representative samples of the product code pdp466, and lot # lcm144 were returned for evaluation. The issued sample and the box were not sent. During the visual inspection of the unopened samples, no defects were found on the package. The suture was dispensed without problems and examined along of the strand and no defects, damaged or stratafix suture were noted. Per the condition of the representative samples received, no incorrect implantable or product mix were observed since the samples belong to product code pdp466.